Event description:
On (B)(6) 2013 it was reported that the patient¿s father believes that the patient has outgrown the lead, despite the loops and that it could be pulling on the nerve. He stated that since the patient¿s battery replacement in 2009 it has not worked as well in controlling his seizures. It was later reported that the night of (B)(6) 2013 the patient was taken to the hospital and given an antibiotic and the patient¿s cough is now better. An x-ray of the chest was performed and the father and radiologist were reported to believe that the lead was ¿pulling to the left¿. The father wants the lead replaced. A copy of the x-rays was requested but it has not been received by the manufacturer to date. The physician saw the patient on (B)(6) 2013 and turned the vns down by 50%. It was stated that if the patient gets worse then they will replace the vns.

Event description:
Before moving forward with vns lead and generator replacement surgery, the patient¿s treating vns therapy physician has elected to disable the patient¿s generator for three (3) months in order to gauge the effectiveness of vns therapy.

Manufacturer narrative:
Adverse event and/or product problem, corrected data: initial report indicated this event was an adverse event however it should be a product problem. The information is updated on this report. Type of reportable event, corrected data: initial report indicated this event was a serious injury however it should be a malfunction. The information is corrected on this report.

Event description:
Additional information was received that there was no mention of the lead pulling on the x-ray report. The x-ray images will not be sent to the manufacturer for review. No other information was provided.